Event description:
On (B)(6) 2012, customer reported there was fluid underneath the act diff 2 instrument, and noted that the red blood cell (rbc) bath was filled to the top, while troubleshooting with customer technical support (cts). Customer reported that the instrument generated vacuum failure errors prior to observed leak. No injuries were reported and no erroneous patient results were generated. Cts instructed the customer to empty out the foam trap and replace the air filter. Customer stated that the rbc bath was filled to the top. Cts advised the customer to empty out the vacuum isolator chamber. Customer repositioned the tubing at valve 15 (lv15) and replaced the waste filter. Customer ran startup and observed fluid flow and the baths draining properly. There was no further evidence of leaking. The cause of the leak is unknown, however, the leak was resolved through troubleshooting. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4). Customer also emptied out the vacuum isolator chamber and the foam trap. (B)(4).